Event description:
The ela device was checked in the clinic and was reported that there was high lead impedance, low r waves and a high threshold. It was thought there may be a micro lead dislodgement. Upon re-intervention, it was reported that the physician did not like the position of the lead and therefore removed it. The ela ICD was also removed at the time and replaced with another manufacturer's device.